Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have a broken grip that is completely detached from its base, and it is only hold by the conductor wire. The broken piece is hanging from the instrument. Components adjacent to this broken grip show damage which may indicate damage during use.

Event description:
It was reported that during central processing, the force bipolar instrument tips would not align. There was no report of patient involvement.